Event description:
A customer reported discrepant results for prostate specific antigen (psa) on the aia-900 analyzer. The patient's psa testing results had gone undetected since 2021, but recently the patient's run result is 1.76 ng/ml. A redraw and retest was performed and the patient's psa levels were again undetected. Customer performed a precision study using quality control (qc) with no issues. No other patient or instrument issues reported. Technical support specialist (tss) provided the customer with the tosoh analyte application manual (aam) for sample handling and possible interference guidance. Tss will continue to follow up with the customer for any further reoccurrence. No further action required by tosoh. The aia-900 analyzer is functioning as expected. There was no indication of any patient intervention or adverse health consequences due to the discrepant patient results.

Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6) and account. There were no similar complaints identified during the search period. The st pa, analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack pa, the highest concentration of prostate specific antigen measurable without dilution is 100 ng/ml, and the lowest measurable concentration is 0.05 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 50 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated or decreased psa values. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported event was not established.